Manufacturer narrative:
Model number/catalog number: sc-8120-50: serial number: (B)(4); batch/lot number: 165948a; model/catalog description: artisan surgical ld 50cm 16 contact lead. It is indicated that the device will not be returned for evaluation therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.